Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was implanted to treat a stenosis caused by pancreatic cancer in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent, however, the stent failed to expand. During withdrawal of the delivery system, the distal tip of the delivery system got caught on the stent, which pulled the stent distally. The physician is comfortable leaving the stent where it was and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.